Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and mesh was implanted. The patient reported experiencing leg pain, back pain, feeling discomfort in the vagina, bleeding, difficulty having sex, difficulty standing or sitting for too long and difficulty exercising. No further information is available.